Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim. This report is made based on results of investigation completed on (B)(4) 2017.